Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states where the horn assembly connects to the mast has wallowed out and the horn is wobbly.